Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer states he replaced the part a few weeks ago and it broke. He needs the part. (P/n 1141665).